Event description:
It was reported that this inflatable penile prosthesis was not filling properly. Fluid loss was suspected by the physician. The device was removed and replaced. No patient complications were reported.